Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the device was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. The customer reported issue was not confirmed through functional testing. However, it was found that the latch/lock flex sensor was defective, and may have contributed to the reported issue at the time of this event. The latch/lock flex sensor was replaced to address this issue.

Event description:
It was reported that the pump detected that the set was attached but does not detect when the set was locked. Per reporter, the issue was discovered during testing. Evaluation of the returned device identified that the latch/lock flex sensor was faulty.